Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.

Event description:
A discordant high prostate specific antigen (psa) value was obtained on one patient sample on an immulite 2000 instrument. The patient sample was repeated on the immulite 2000 and on an alternate platform. The repeat result on the immulite 2000 and the alternate platform were lower. There are no known reports of patient intervention or adverse health consequences due to the discordant high psa result on the immulite 2000 instrument.

Manufacturer narrative:
The initial MDR 2432235-2013-00263 was filed on july 2, 2013. Additional information (07/03/2013): the cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.